Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported that since implant it sometimes hurts in the area where ins is when she rolls over in bed or something. Hcp (healthcare professional) looked at the incision and thought it looked fine. Ps (patient services) redirected the patient to hcp, reviewed healing time is 6-8 weeks. Pt also reports today she was getting shocks all day today. She tries to sit down or lay down or anything and she would be getting shocks. The shocks are where ins is all the way down to her vagina area. It is not clear whether 'shocks' are from stim being too high or whether it was a shocking sensation. Pt is on p 3 and turned it down to 0.1 v. She still feels it but it is not hurting as bad. There were no falls or trauma related to this issue. No further complications were reported or are anticipated.